Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between october 18, 2018 - october 19, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.